Event description:
During an in-clinic follow-up, increased capture threshold which resulted in loss of capture was observed on the right ventricular (rv) lead. The alleged cause is due to patient's past diagnosis of amyloidosis. The rv lead was explanted and replaced to resolve event. No abnormalities were observed visually during the procedure or with diagnostic imaging. The patient was stable with no consequences.